Event description:
It was reported that a balloon detachment occurred. The 75% stenosed target lesion was located in a moderately tortuous right renal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, resistance was encounterd upon removal of the blue protective cap of the balloon. Consequently, the balloon became separated from the exit port. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A complete break was identified at the guidewire port bond. As a result the device was returned in two separate sections. A visual and microscopic examination identified no issues with the extrusion shaft which could potentially have contributed to the break. A visual and tactile examination identified no kinks or damage to the hypotube. The device was received with the balloon protector placed over the entire balloon. An attempt to remove the protector found that it was not possible. This was possibly because the break was present in the shaft, it was not possible to apply a vacuum on the device in order to facilitate the removal of the protector. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon detachment occurred. The 75% stenosed target lesion was located in a moderately tortuous right renal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, resistance was encountered upon removal of the blue protective cap of the balloon. Consequently, the balloon became separated from the exit port. The procedure was completed with a different device. No patient complications were reported.